Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp but would not lock to tissue. The clip was found during cleaning the scope. The clip was retrieved and pulled up through the scope using a hedgehog brush. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of clip found in the scope during cleaning.